Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was getting whelps on her skin from the sensor. Customer's blood glucose was 175 mg/dl. Sensor alarmed a lost sensor alarm. Customer reported the cannula was broken off when it was removed from the body. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Evaluated one random opened/used sensor and did continuity resistance test and sensor failed per specification.